Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) displayed a fault code 1, charge time out message. The device was at an end of life (eol) battery status. Concerns have been expressed regarding the device's longevity. The patient had been lost to follow-up for approximately 1.5 years. In addition, the patient received a shock for an arrythmia that broke during charge. Guidant received additional information that at a later date, the device could not be interrogated.